Event description:
During follow-up, no ventricular pacing was observed. The right ventricular (rv) lead was explanted and replaced and during the replacement procedure a lead fracture was observed on the proximal end. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events of lead fracture and loss of pacing were not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies with the exception of procedural damage. An x-ray examination and electrical testing of the lead revealed no indication of conductor fractures or internal shorts.